Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation: (B)(6). The implant procedure was performed at: (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of surgical needle detachment. Imdrf patient code e2401 captures the reportable event of unspecified injuries as a result of the event. Imdrf impact code f1901 captures the reportable event of further surgery to remove the detached piece from the patient. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported that a capio slim device was used during the procedure for the treatment of prolapse. During the procedure, a surgical needle was left inside the patient and later removed in a further surgery. As a result, the patient has suffered severe personal injuries and is expected to continue experiencing severe personal injuries in the future.

Manufacturer narrative:
Additional information: blocks a2, b2: outcomes attrib to adv event, b5, b7, h6: patient codes and h6: impact codes. Block a2: the provided patient age of 67 years is as of the time of capio slim procedure. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation: (B)(6). The implant procedure was performed at: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of surgical needle detachment. The following imdrf patient codes capture the reportable events below: e2401 - unspecified injuries resulting from the incident e2008 - surgical needle left inside the patient and later removed during a subsequent surgery. E020201 - anxiety e0206 - emotional distress. Imdrf impact code f1901 captures the reportable event of further surgery to remove the detached piece from the patient. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported that a capio slim device was used during the procedure for the treatment of prolapse. During the procedure, the capio needle broke and lodged in her pelvic ligament. Despite unsuccessful retrieval attempts and reassurance from the surgeon that it posed no risk, the patient experienced extreme distress, and an x ray confirmed the needle's presence while she remained inpatient for two days. On (b)(60 2024, she sought advice from another consultant who warned of a significant risk that the needle could dislodge and migrate, potentially via the bloodstream, and injure a vital organ such as the heart, prompting the surgeon to present two options: removal via another surgery carrying a high hemorrhage risk, or leaving the needle in place, risking organ damage. The patient experienced severe anxiety during that decision-making process. Ultimately, on (B)(6) 2024, the patient opted for surgical removal. This required undoing the prior repair, retrieving the dislodged needle, and repeating the prolapse repair, which proved only about 80% successful, and was discharged the same day without follow-up. The patient now claims personal injuries, significant anxiety and distress, inconvenience, financial loss, and ongoing damage as consequences of the device malfunction and subsequent medical interventions.

Manufacturer narrative:
Correction to blocks d2a, d2b, g2, g4: premarket / 510(k) # and h6: patient codes (and statement below). Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: (B)(6). The implant procedure was performed at: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of surgical needle detachment. Mdrf patient codes e2401 and e2008 capture reportable events of unspecified injuries resulting from the incident, and surgical needles left inside the patient and later removed during a subsequent surgery, respectively. Imdrf impact code f1901 captures the reportable event of further surgery to remove the detached piece from the patient. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported that a capio slim device was used during the procedure for the treatment of prolapse. During the procedure, a surgical needle was left inside the patient and later removed in a further surgery. As a result, the patient has suffered severe personal injuries and is expected to continue experiencing severe personal injuries in the future.